Manufacturer narrative:
Upon receipt the lead was subjected to visual and mechanical analysis. Visual inspection demonstrated a ruptured hv-wiring. Rupturing the hv-wiring requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The shock tests, which are part of the acceptance test, were successfully performed. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Inappropriate shock impedance values were reported during the implantation procedure. This lead was not implanted. Please note that this incident had already been reported directly by the hospital.